Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 305180 batch#: 4178029. When the blunt needle is being used to puncture the rubber stopper of a vial, it is apparently leaving traces of rubber inside the vial, or it is being pulled up into the syringe.

Manufacturer narrative:
Pr (B)(4) follow up for device evaluation. It was reported the needle is leaving traces of rubber inside the vial. To aid in the investigation, five samples in sealed packaging blisters were received for evaluation by our quality team. A visual inspection was performed with 30x magnification. There was no damaged, defective grind or hooks observed. The bevels and etch were good. A device history record review was completed for provided material number 305180, lot 4178029. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Event description:
No additional information received